Event description:
It was reported that this right ventricular (rv) lead has showed a gradual increase in the shock impedance measurements to the point of being out-of-range of over 130 ohms. Technical services (ts) noticed some recorded noise as well in the rv channel, presumably myopotentials. Ts recommended troubleshooting to rule out integrity issues with the rv lead, and to raise the shock impedance alert and continue monitoring the patient if no issues are found. Isometrics were performed, the shock impedance remained stable and there was not over/under sensing of the myopotentials. The physician will eventually perform a defibrillation threshold (dft) test. This rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead has showed a gradual increase in the shock impedance measurements to the point of being out-of-range of over 130 ohms. Technical services (ts) noticed some recorded noise as well in the rv channel, presumably myopotentials. Ts recommended troubleshooting to rule out integrity issues with the rv lead, and to raise the shock impedance alert and continue monitoring the patient if no issues are found. Isometrics were performed, the shock impedance remained stable and there was not over/under sensing of the myopotentials. The physician will eventually perform a defibrillation threshold (dft) test. Further information confirms dft test was performed with satisfactory shock impedance results within normal limits. The patient will continue to be monitored. This rv lead remains in service and no additional adverse patient effects were reported.